Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The cause of the high bg was unknown. The customer changed the infusion set and administered a manual insulin injection to address the high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.